Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittently the system failed to display an image. There are no reports of patient injury or death associated with this event.